Event description:
Customer reported an issue with the anestar anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacement of the system's power board fuse. System was tested to factory's specs.